Manufacturer narrative:
(B)(4).

Event description:
The customer reports leak where the pink hub meets the clear tubing. The patient had the device in place from nov. 6 and no issues until dec. 11.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, one-lumen PICC catheter for analysis. The catheter body was intentionally severed directly below the 37cm mark. The severed portion was not returned for analysis. Signs-of-use in the form of adhesive residue was observed on the extension line. The catheter body was observed to be bent and spiraled. After failing functional testing, a small hole was observed on the extension line just distal to the luer hub. The damage is consistent to molding issues seen in other PICC catheter extension lines. The overall catheter body length measured 13.75" which indicates that at least 7.0625" of the catheter body was not returned per product specification. The catheter body appeared to be cut short during the procedure. The inner diameter of the extension line measured 0.055", which is within the specification limits of 0.055"-0.059" per the proximal extension line extrusion graphic. The outer diameter of the extension line measured 0.0960", which is within the specification limits of 0.093"-0.097" per the proximal extension line extrusion graphic. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. No issues were detected. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into the extension line hub using a lab inventory 10ml syringe. When pressurizing the distal extension line, water was observed leaking from the junction of the luer hub and extension line. A manual tug test confirmed the extension line was fully secured within the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not use scissors to remove dressing to reduce the risk of cutting the catheter." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. The appearance of the damage was consistent with a manufacturing related root cause. Due to a rising trend of extension line/luer hub leaks, a CAPA has been previously initiated to further investigate this issue. The corrective actions associated with the CAPA were implemented in october 2019 which is after the manufacture of this device in september 2018.

Event description:
The customer reports leak where the pink hub meets the clear tubing. The patient had the device in place from nov. 6 and no issues until dec. 11.